Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was an episode of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the rv lead. Diagnostic imaging was performed, and there were no anomalies noted. The lead was capped and replaced to resolve the event and the patient was stable with no consequences.